Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the insulin pump malfunctioned or quit working. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetic ketoacidosis. Hospital treated with manual injections. The current blood glucose reading is 128 mg/dl. Nothing further reported.